Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital for non cardiac issues and was asymptomatic. The pulse generator exhibited loss of capture and loss of sensing. No changes were made, the patient would be monitored.